Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Piece of plastic from the toothbrush broke off in mouth - oral-b power care refills [device breakage]. Nothing happened to me¿ did not suffer any kind of injury [no adverse event]. Case narrative: consumer via phone stated that a piece of plastic from the toothbrush had broken off in the mouth. No injury was reported.